Event description:
The distributor contacted animas on (B)(6) /2015 alleging a power issue with the pump occurring after battery change. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/09/2015 with the following findings: review of the black box data revealed record of power interruption on (B)(6) 2014 with the battery voltage above the replace battery alarm threshold prior to the power on reset event. The pump emitted the appropriate low battery warning prior to the power on reset event. On examination, the pump case and the battery cap were intact without damage. On investigation, the battery cap secured to the pump properly and maintained electrical connection even when unscrewed ½ turn. The pump was exercised for 24 hours without any loss of power. The pump was found to be operating within the required specifications without malfunction. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).